Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) levels. Exact values were not provided but were reported to be under 60 mg/dl. Low bg cause was not known. Customer required assistance to consume carbohydrates to address bg.